Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05657 the patient had two, 3146 leads from the same lot. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's scs system was explanted and replaced (with two different model leads and a different model ipg). Effective stimulation was restored post-op.

Manufacturer narrative:
(Further review of the initial complaint revealed the date of explant that was previously reported was incorrect. The explant date that was initially reported was related to the implant date of the replacement scs system. The true explant date is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05657.